Manufacturer narrative:
The pipeline flex remains implanted in the patient. The device could not be returned for evaluation. The report of pipeline flex failure to open could not be confirmed and the event cause could not be determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing treatment for unruptured, saccular aneurysms in the left ophthalmic internal carotid artery (ica). Aneurysms measured 11.50mm max diameter and 5.5mm neck diameter. Landing zone artery size was 4.1mm distal and 4.1mm proximal. It was reported that the vessel was very tortuous in the cavernous and petrous segments of the ica. All devices were prepared as indicated in the IFU. The catheter was continuously flushed during the procedure. It was reported that at deployment, the proximal and middle portions of the pipeline flex were not fully apposed. Balloon angioplasty was used to open and fully appose the device. Final angiographic result showed slowing of flow into the aneurysm. There was no report of patient injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.